Event description:
The event occurred on an unspecified date and involved a tego connector. The customer stated that they organized tests with the tego d1000 cap in dialysis at new center and quality problems were found. They put aside the tego but they don't know which of the 2 batches were present at the time that caused problems. One event was a cracked plastic causing a blood leak.. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.